Event description:
A (B)(6) pt with unstable angina and history of coronary bypass surgery presented to (B)(6) on (B)(6) 2016, for right and left percutaneous coronary intervention and stent placement (coronary stent, 3.00 mm x 20 mm promus premier everolimus des, monorail). The pt tolerated the procedure well and was discharged the morning of (B)(6) 2016. The pt then presented back to the emergency department around 11pm that night after experiencing chest tightness and heaviness. A coronary angiogram was completed on (B)(6) 2016 and it was found that the stent had fractured at the left main coronary artery, with 80% stenosis at the fracture site. The fractured stent was replaced with a 3.0 x 12mm xience drug-eluting stent. The final angiogram showed normal blood flow and the pt was discharged the following day. Dates of use: (B)(6) 2016.